Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a letter stated that the patient did not know what the issue with the recharger was, but stated that it wasn't charging and the ins battery was empty. The patient stated this occurred suddenly after several years with no issue, and the patient sent the old recharger back to the manufacturer. No new symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Other applicable components are: product ID: 97754 serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for n on-malignant pain. It was reported that their recharger would not charge the ins overnight like it usually does. The patient just received a new recharger and said that it was working fine until the patient used the recharger to charge the ins last night and they woke up in the morning and the ins and recharger battery was empty even though the recharger was fully charged last night. The patient noted that their device on a high setting. The patient uses adhesive discs and sometimes they are painful if the patient is sitting in a chair because they get pressed against their skin. It was recommended that the patient not recharge while sleeping but the caller stated that they have been doing it that way for years with no issues and have 8 coupling bars. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.